Manufacturer narrative:
Batch review performed on 4 april 2022. Lot 2100443: (B)(4) items manufactured and released on 05-may-2021. Expiration date: 2026-apr-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by clinical affairs specialist. Revision in a rsa two days after the index surgery. The pain reported by the patient may be due to stem subsidence. From the radiographic images, it seems that the stem implanted in the index surgery was undersized and this may have caused the stem subsidence. The reason of this choice is unknown. No further conclusion can be drawn with the elements at hand. Investigation performed by r&d project manager. The stem appears to be qualitatively undersized relative to the humerus. However, as also reported in the surgical technique, sizing is done based on rasp stability during humeral preparation and is then verified during stem impingement. Stability depends on bone quality and is not necessarily given by contact with the internal cortical, so looking only at the x-rays received it is impossible to define that it is undersized. Because we did not receive a post-op (or intra-op) x-ray and a pre-revision x-ray in the same projection, it is not possible to say with certainty that this is stem subsidence or whether it was implanted in a particularly 'inset' position.

Event description:
The patient came in reporting pain due to a humeral stem subsidence due to an undersized stem. The reason for the undersized stem is unknown. At 2 days after the primary surgery, the surgeon revised the glenosphere, liner, metaphysis and diaphysis. The surgery was completed successfully.